Manufacturer narrative:
Pt info will not be provided by site. A software investigation is in progress.

Event description:
A medtronic rep reported that while registering a pt the software had logged itself out. After a couple of minutes had passed they were able to re-register the pt and begin the procedure without any further issue.